Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
Boston scientific received information this right ventricular (rv) lead was dislodged due to twiddler's sydrome. Dislodgement was confirmed through x-ray imaging. An additional observation of inappropriate shock was also reported due to the lead being dislodged. The pocket was opened and it was observed that the rv lead tip was in the pocket and the helix was noted to be retracted. The lead was explanted and a new lead was placed with good sensing and pacing thresholds. No additional adverse patient effects were reported.

Event description:
Boston scientific received information this right ventricular (rv) lead was dislodged after the patient twiddled the lead. Dislodgement was confirmed thru x-ray imaging. An additional observation of inappropriate shock was also reported due to the lead being dislodged. The pocket was opened and it was observed that the rv lead was looped, coiled and the screw was noted to be retracted. The lead was explanted and a new lead was placed with good sensing and pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.